Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: air embolism requiring medical intervention. Device issue: balloon rupture / leak. It was reported that the nc merlin was being used to post dilate an unknown stent in the occluded lad. Upon inflation of the merlin balloon catheter, there was contrast and air seen leaking from the balloon and the shaft. This caused an air embolism to be introduced into the patient's coronary vessel. The patient then experienced very high st elevation, which was relieved with balloon inflations and medication. After the balloon inflations, ivus was performed and revealed that the stent in the lad was patent. The patient was also noted to have a high troponin level (elevated cardiac enzymes). This was resolved without treatment. Reportedly, there were no leaks or balloon damaged noted during the preparation of the merlin balloon catheter. There was no difficulty removing the merlin from the patient's anatomy. The patient's symptoms were resolved and was discharged from the hospital. However, the patient returned the following day with chest pain, which resolved with medication. No additional event or patient information is available.

Manufacturer narrative:
..